Event description:
Caller states the pt tested 3.0 inr on the coaguchek xs system and 2.3 inr on a comparison lab. Since both results were in the pt's therapeutic range, no medication change was made. No adverse event reported. Requested return of suspect system and replacement was sent.